Event description:
Patient reported, right side debilitating back pain (not device related). Severe breast pain, deeply distressed. Later, healthcare professional reported, "capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Pain: unable to observe, as it is a medical event. That is not related to the device. Anxiety-product/ procedure: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade 3.

Event description:
Patient reported right side debilitating back pain (not device related), severe breast pain, deeply distressed. Later healthcare professional reported "capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported right side debilitating back pain (not device related), severe breast pain, deeply distressed. Later healthcare professional reported "capsular contracture baker grade iii". Device has been explanted.